Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered two consecutive fluid leaks within the cycler's cassette compartment when removing the cassettes after canceling the same pd treatment twice. The treatment was cancelled both times due to receiving air detected in cassette alarm multiple times during drain 1. The patient informed fresenius technical services that they had re-setup the cycler set and pd solutions prior to calling. The second occurrence took place during the call. It is unknown at which point in therapy the leaks may have begun. The source of the leaks are unknown. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Additional information was requested, however, to date, no response has been received. There was no reported adverse event, injuries, nor medical intervention attributed to the reported event. This report is for the second of the two fluid leak occurrences.